Event description:
After receiving needleless sling implant, the patient presented erosion of the vaginal mucosa and recurrence of the urinary incontinence. It was communicated that the patient did not want to undergo surgical intervention to remove the eroded area of the sling. Local estrogen was administered to the patient. The patient experienced pain, vaginal discharge and recurrent stress urinary incontinence that was partially treated with bulking agents.